Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported growths to the sides of his stoma and distal end that he used to get burned off by silver nitrate and then with laser treatments. He thought it was from the friction of the stoma from the stoma opening. He wore a hernia support belt due to peristomal hernia, but it didn't have a prolapse feature. Stoma was prolapsed and extended out approximately six inches. Ileostomy was measured as 38mm and abdomen was firm. Effluent was loose to liquid in consistency. He also wore an ostomy belt but was advised to discontinue wearing an ostomy belt and just wear his hernia support belt. The end user continued using the product. No photo is available at this time.